Manufacturer narrative:
Initial reporter phone# : (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Suzhou plant has 100% visual inspection system to detect bent and missing np cannulas, and reject defect part automatically. Samples returned - returned samples from customer were checked and confirmed they meet the specification. CAPA/sa - based on the above investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - DHR of lot 0094463 was reviewed and no qn found.

Event description:
It was reported that 1 pen needle 31gx5mm was not working or functioning. The following information was provided by the initial reporter : the consumer reported that during the process of insulin injection, the injection pen was blocked and could not be pushed. After unscrewing the pen needle it was found that there was no needle in it.